Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A sales representative reported that the syringe tip had broken off of the direct inject canula. There was no adverse consequences, delay in surgery, or medical intervention reported for this event.